Manufacturer narrative:
Upon analysis this event will be upated.

Event description:
Boston scientific received information that this right atrial (ra) had dislodged. During a repositioning procedure the helix of this lead would not extend and retract. This lead was explanted and replaced with a competitor lead. No adverse patient effects were reported.